Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in case/vial. Visual inspection found the lens had no visible damage. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo 13.2 implantable collamer lens, -5.5/1/142 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and problem was resolved.